Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. While inspecting the area and suturing, a black component was noticed on the bowel. The component was retrieved and it was identified as a piece of the "pac man" seal. There was no need for another device to be used. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one of the seals torn and a piece missing. One potential cause for the damage found may be the snagging of an instrument during insertion. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.